Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that a system shut down before surgery. There was no patient involved.

Manufacturer narrative:
Additional and corrected information provided in describe event or problem, MFR contact info., report source., and additional MFR narrative. This file is not reportable with the new information. There will be no other follow up reports. (B)(4).

Event description:
New information received stating the issue was the footswitch did not work and not a system shut down which was originally reported.